Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 12022. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. On the day of occurrence several infusions with the pca-kit could be found. Again, and again a bolus about 1ml could be found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A omnifix 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a omnifix 50ml syringe was inserted and a pca infusion with a space pca-kit (8713554/ 9697204208) was started. The pca-kit was repeatedly pressed during the infusion. After pressed the pca-kit could be detected, that the pump gives a bolus about 1ml. No malfunction with pca-kit could be detected. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. To avoid further damage, the pca kit was destructively disassembled. No damage or liquid residue was found inside. 4. Judgment: 4.1 the complaint could not be confirmed. During the investigation, no malfunction could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "overinfusion." According to the customer: "datix ref 303312: pca pump delivering boluses of morphine when patient not pressing the button. Nurse looking after patient in side room 4 noticed this when the button was hung on the drip stand. Incident occurred (B)(6) 2023 @10:00. I have been unable to replicate the fault or find any answers within the logs myself. I have attached the logs to this email and can provide the pump and handset which has been quarantined for further testing if required. Update 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. Datix form states low harm (minimal harm - patient required extra observation or minor treatment). 2. Which procedure was being carried out at the time? Morphine infusion was carried out at the time of the incident. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. No delay - another pump was able to complete drug delivery."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.